Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inhalation and exhalation check valves, seats and cages were replaced. The unit was returned to service.